Event description:
Reporter indicated the patient had vns lead and generator replacement surgery on (B)(6) 2013. Attempts for return of the explanted devices have been unsuccessful to date.

Event description:
Manufacturer follow up with the hospital revealed the explanted vns lead and generator cannot be located and were likely discarded. Review of the lead device history record documents the lead met all final testing requirements prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance 10,000 ohms was obtained with vns diagnostics testing at an office visit. The vns was disabled. No trauma or device manipulation occurred. Vns diagnostics indicated normal device function approximately (B)(6) 2012. X-rays were reviewed by the manufacturer. The electrodes are visualized at approximately c7 and are slightly out of alignment; this may be due to an anatomical variant as only one of the two available views shows the misalignment. The film angle does not allow for adequate pin insertion assessment. The lead wire is intact at the lead pin. There is a small amount of lead behind the generator that cannot be assessed. Surgery to revise the vns is planned, but has not occurred to date.